Event description:
It was reported by the customer that the catheter was placed on (B)(6)2009 in the pediatric intensive care unit. Forty-eight hours after catheter insertion, there was a leak at the connector. As a result, on (B)(6)2009 the catheter was withdrawn and a new catheter was successfully used. There was no clinical consequence for the pt. Additional info received on 1/28/2010 from arrow (B)(4) stated that the catheter was in use to infuse antibiotics, paracetamol, and corticoids. It was discovered that saline solution was leaking from the catheter. Medical history/diagnosis: respiratory disease, ventilator support.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.